Event description:
Patient complained of pain in left hip. X-ray and MRI revealed a lucency in the medial proximal femur. Femoral component minus the distal tip was removed. After numerous attempts to extract distal tip in canal, surgeon decision was to push tip more distally and leave in. This allowed room to implant a 195mm mod restoration conical stem. The acetabular insert was removed and a trident 40mm liner was cemented into the cup, since the 40mm was not an available option.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Patient requested.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The exact cause of the reported pain could not be determined. Based on the information provided there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient complained of pain in left hip. X-ray and MRI revealed a lucency in the medial proximal femur. Femoral component minus the distal tip was removed. After numerous attempts to extract distal tip in canal, surgeon decision was to push tip more distally and leave in. This allowed room to implant a 195mm mod restoration conical stem. The acetabular insert was removed and a trident 40mm liner was cemented into the cup, since the 40mm was not an available option.